Manufacturer narrative:
Although it has been reported that the device from the reported incident will be returned to navilyst medical for evaluation, to date it has not been received. Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4).

Event description:
Event as reported by navilyst medical's distributor in (B)(6): the pt is an IV drug user with a diagnosis of cellulitis. She was undergoing a treatment of antibiotics using a navilyst PICC. The pt's PICC had been prone to occluding and urokinase had been used 2 or 3 times to unblock it. The pt had suffered with upper arm pain just above the insertion site for two days, and it was decided to remove the PICC. The PICC came out with no resistance, but only 15 cm of it came out. The remainder was still inside the pt, non-visible, and unable to be removed. The pt was sent to interventional radiology where they removed the rest of the PICC through the femoral vein. Another PICC was not placed.